Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g) and ceftazidime injection (1g, every day) for the event. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, h1 and h6. B5: upon follow-up, it was reported that on an unknown date, the patient passed away due to cardiac arrest. It was reported that the patient had not recovered from the peritonitis event before death. Pd therapy was ongoing till the patient's death. Should additional relevant information become available, a supplemental report will be submitted.